Event description:
It was reported that during a selenia procedure the c-arm moved to 140 degrees without command. Issue persists through reboot gantry and reset of breaker. A field engineer examined the equipment and found that the c-arm insert needs replacement. The system was tested and met the manufacturer´s specifications. No other information is available.